Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Using the femoral artery approach, angiography revealed an 80% stenosed, 2.5x26mm target lesion located in the moderately calcified distal left anterior descending artery. After pre-dilation with a 1.5x15mm unspecified balloon, the physician attempted to place a 2.5x28mm taxus liberte stent but was unable to cross the lesion. After multiple attempts to cross the lesion, the stent was withdrawn and noted to be "a little unsmooth". The procedure was completed with two non bsc stents. No patient complications were reported and the patient's condition was listed as stable.

Manufacturer narrative:
Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. A strut on row 2 from the proximal end of the stent was raised slightly. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Using the femoral artery approach, angiography revealed an 80% stenosed, 2.5x26mm target lesion located in the moderately calcified distal left anterior descending artery. After pre-dilation with a 1.5x15mm unspecified balloon, the physician attempted to place a 2.5x28mm taxus liberte stent but was unable to cross the lesion. After multiple attempts to cross the lesion, the stent was withdrawn and noted to be "a little unsmooth". The procedure was completed with two non bsc stents. No patient complications were reported and the patient's condition was listed as stable.